Manufacturer narrative:
One cardiomems hospital system (sn (B)(6)) was received for evaluation. Visual inspection verified the unit touchscreen display was free of physical damage. Visual inspection revealed that the antenna/wand cable was frayed with exposed wires. The field reported event that the device wand was frayed confirmed. Visual inspection of the device determined that the antenna/wand cable was frayed with exposed wires. The root cause was determined to be a frayed antenna/wand cable with exposed wires. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined that no non-conformances were identified that are related to the reported event.

Event description:
The abbott rep reported exposed and frayed wires by the wand of the hospital electronic system. The unit was replaced and there was no patient involved.

Manufacturer narrative:
The investigation codes along with investigation results will be provided in a subsequent submission.